Event description:
Report received of a tubing rupture during power injector use. An unspecified amount of optirae 320 was being injected via power injector at an unspecified rate through an extension set for an unspecified CT exam. It was reported that the tubing ruptured after an unspecified amount of contrast has been infused. There was no report of adverse pt effects.